Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead dislodged and perforated the right ventricle. A pericardiocentesis was performed, and the rv lead was explanted and replaced the following day. No further patient complications have been reported as a result of this event.